Event description:
It was reported that during a procedure the surgeon believed the ultrasonic scalpel fired on its own. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the device revealed a slight indention in the teflon pad. Functional inspection indicated there was a problem with the buttons so the device was disassembled and the internal handle components were examined including the membrane switch assembly (msa). The msa was found to be improperly placed within the handle as it was not within the groove. The improper placement caused the msa to become damaged. The device was connected to a scalpel generator. The scalpel was tested and passed the initial testing. The device was successfully activated with the foot pedals and max button. However, when the min button was pressed, it continued to activate the device after release. Additionally, it was observed that the buttons did not provide any tactile feedback when pressed. A retraining of inspection and packaging personnel was performed to stress the importance of ensuring the msa is properly placed within the handle groove and that the device buttons function properly.